Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent delivery wire was seen to be kinked. The stent was returned deployed and within the introducer sheath. The stent was seen to be broken. The stent delivery wire was seen to be broken from the proximal bumper and the broken part was not returned. During the functional inspection, the stent was removed from the introducer sheath by advancing a patency mandrel through the sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The subject stent delivery wire (sdw) was kinked and was fractured. The subject stent was found to be deployed and was broken. It is most likely that the subject stent delivery wire and the stent were fractured when the friction was felt in the catheter shaft. Based on the analysis the as reported can be confirmed. The as reported stent difficult/unable to advance through pullback through catheter as well as the as analyzed sdw kinked/bent, stent deployed prematurely during use, stent broken/fractured during use and sdw broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use

Event description:
The subject stent was returned for analysis and the device investigation revealed that the stent (subject device) was prematurely deployed and broken during use. The stent delivery wire of the subject stent was also broken during use. There were no clinical consequences to the patient reported as a result of this event.